Event description:
The customer was hospitalized for dka. It was mentioned that the set was changed two days prior to the admission. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Suggested that the customer call back to perform the high-pressure test when the clamp arrvies.